Event description:
It was reported that the customer passed out and hit their head leading to them being hospitalized and subsequently admitted to the intensive care unit (ICU) with a decreased blood glucose (bg) level; cause was not known. Bg value not provided. Customer had not addressed their bg at the time of report and did not know how bg was treated in the ICU. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.